Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Empty packaging for an eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length (cm3111) was returned for investigation. Visual inspection of the returned product identified that the product itself was not present within the packaging. An unknown abutment was returned inside the vial. However, this does not serve as definitive evidence of the reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that implant was missing from packaging. The product package was returned and the reported complaint could not be verified as the exact details of the product when received by the customer is unknown. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was missing from the packaging. The procedure was completed using another implant.